Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is unknown. There is no evidence or allegation that an intuitive surgical inc. (Isi) device caused or contributed to an adverse event. Therefore, there are no isi products expected to return for evaluation. The root cause of the alleged customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The system logs of this procedure were pulled and reviewed by a post market surveillance specialist and the following was observed: the emergency-stop button was not used during this procedure at any point. No other relevant errors were observed during this procedure. The instrument log review showed that vessel sealer extend (vse) instrument with part #480422-01 / lot #l92200601-0150 was the only vse instrument used for the procedure. No photo or video clips were submitted to isi for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted sacrocolpopexy procedure, the vessel sealer extend (vse) instrument would not unclamp from tissue. The surgeon resolved the unclamping issue by cutting the tissue around the instrument with another instrument to release the vse. There was no bleeding reported. The issue was resolved by re-seating the vse and the procedure went on and completed as planned.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy procedure, the vessel sealer extend (vse) instrument would not unclamp from tissue. The surgeon attempted troubleshooting with the head sensor on the surgeon side cart (ssc) as well as try the instrument swap button, but the issue persisted. The issue was resolved after the surgeon cut the round ligament of the uterus to release the vse with another instrument and reseated the vse. There was no bleeding due to this event. The site said the vse did not have a blade exposed. The technical support engineer (tse) did not find any related errors in the system logs.